Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4) for additional medical intervention to retrieve fragments from patient¿s bone. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation procedure of the hand on (B)(6) 2016, the drill bit broke off in the patient's bone when it came in contact with screws. The generated fragment(s) were removed using a hemostat clamp. The procedure was successfully completed with a five minute delay. This is report 1 of 1 for (B)(4).